Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf4640c185tj, serial/lot #: (B)(6) , ubd: 09-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 3 years post the index procedure, damage to the stent graft was observed during a CT scan. The patient began experiencing chest obstruction after eating and difficulty breathing. The patient was urgently hospitalized after a follow up CT revealed esophageal retraction and the right main bronchi were pointed out/ bronchus pressure due to an enlarged thoracic aortic aneurysm. The patient underwent additional treatment (thoracic aorta stent graft interpolation), but the aneurysm did not decrease, and the esophageal transit obstruction did not resolve. The patient's inability to take oral fluids became prolonged, and despite continuous intravenous infusion the patient's condition gradually weakened. General edema progressed, making it impossible to maintain fluid balance and approximately 4 years post the index procedure the patient expired. Per the physician the cause of the aneurysm expansion and death is undetermined.